Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibrate anomaly and alarmed no delivery. The customer was assisted with no delivery alarm troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer was reporting a past event and stated that the issue was resolved by changing complete set. The customer stated that they had high blood glucose of over 250mg/dl due to the insulin pump's vibrate feature not working. The insulin pump will be returned for analysis.